Event description:
Reporter indicated that patient's generator was replaced due to end of service. It was reported that the original device would no longer communicate. Analysis of returned product identified a component failure that may have contributed to premature end of service. No adverse event was reported.